Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly and alarmed stuck button. The customer stated that the keypad was very inflated and that a battery change, resolved the issue. The customer also added that the insulin pump suspended and that they experience a long blood glucose of 57 mg/dl. The customer was treated by their aids with juice, gatorade and granola bar. The customer added that their blood glucose was 183 mg/dl. Troubleshooting for stuck button was performed. The customer stated that they did not press a button down for three minutes or longer. The insulin pump was also not exposed to change in altitude. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Unit passed displacement test, rewind, prime/seating test and basic occlusion test. All buttons functioning properly. No damage in the keypad assembly noted. Connector on printed circuit board was inspected and properly connected. Unit was received with cracked retainer, minor scratched display window, and scratched case.